Event description:
Patient reported "a bilateral rupture and a bilateral implant removal from textured to smooth due to the concerns of the product." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: no observed opening on the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: creases observed on the shell. Observed 40 mm dark patch edge material inside gel device.

Event description:
Patient reported "a bilateral rupture and a bilateral implant removal from textured to smooth due to the concerns of the product." Physician confirmed rupture. The device has been explanted and replaced. This is for the right side.

Event description:
Physician confirmed, rupture. The device has been explanted and replaced.